Event description:
The pt was enrolled in the program in 2004. An 8 mm long target lesion in the proximal rca (cass site 1) with 99% stenosis and a 3.0 mm reference vessel diameter was pre-dilated and a taxus express2 3.0 x 12mm drug eluting stent was deployed. There was underdeployment of the proximal segment of the stent, requiring further dilations at high pressure. Residual stenosis was 10%. Post-procedure angiography revealed a small amount of staining adjacent to the stented segment. The pt had an episode of severe chest pain and an ascending aortic dissection was confirmed by angiography. The dissection extended from the right inominate artery back into the right coronary cusp with at least moderate aortic regurgitation. The pt was hemodynamically stable and was transferred to the operating room for urgent surgical intervention to repair the dissected aortic valve and to surgically bypass the rca. During the time of induction, cerebral oximetry was very poor. While making preparations for groin cannulation, the aortic flap propagated distally. The ascending aortic graft was clamped and cerebral oximetry returned to normal levels. Despite multiple attempts to wean from bypass, the pt suffered a massive ischemic insult. The anterior, lateral and inferior walls were nearly akinetic with severe mitral regurgitation despite high doses of multiple inotropes. A discussion was held with the pt's family regarding their poor prognosis, especially in light of the prolonged period of low cerebral saturations. The pt was weaned from the heart-lung machine with almost no ventricular activity. The pt expired at 8:05 pm the same day.